Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have damaged cables. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the front therapy electrode (te) and ECG electrode a and b was severed. The root cause for the damaged cable and internal wires cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The last pt to use this electrode belt did not report any deficiencies.